Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another four to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received 20 unopened samples pertain to the product code vcp1345h. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. However, core protrusion was noted on one suture. After the core protrusion defect was found, the rest seven unopened samples were opened, and a visual inspection was performed on the rest seven samples, no defect was found on the packages and sutures. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, the core protrusion was identified during the visual inspection of the video received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. Related events captured via 2210968-2023-03322, 2210968-2023-03323, 2210968-2023-03324, 2210968-2023-03325, 2210968-2023-03326.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: the event date should update to be 2023-mar-31. Related reports: 2210968-2023-03322, 2210968-2023-03323, 2210968-2023-03324, 2210968-2023-03325, 2210968-2023-03326 product complaint # (B)(4). Date sent to the FDA: 5/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.